Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), and an endotak defibrillation lead (0095) had recieved an inappropriate shock. A x-ray revealed the lead was twisted, and had insulation damage. The lead was destroyed, and will not be returned to cpi for analysis.